Event description:
The account alleged that the caster wheels will lock in brake, but the head caster will swivel a little if pressure is applied.

Manufacturer narrative:
Repairs have not been completed.